Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device was unable to discharge. Complainant indicated that the clinician replaced the battery in the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.